Event description:
During a cardiomems implant procedure, a patient experienced a pericardial effusion. The implant was performed via right internal jugular access. While the implant was ongoing, the patient developed shortness of breath and a pericardiocentesis was required for 300 ml the effusion was attributed to a perforation from wires used to advance the swan ganz catheter and sensor delivery catheter through an evoque tricuspid valve. The perforation was suspected to be in the right ventricle due to the effusion location. The patient became symptomatic during sensor calibration. The patient was stable at the end of the procedure with a pericardial drain in situ. There were no eprforamnc issues with the abbott device.

Manufacturer narrative:
Additional information : g3, h2, h3, h6 no device analysis results are available because the device remains implanted and the delivery system was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.